Event description:
It was reported to medtronic minimed that the customer reported on the simplera application no longer available on apple watch after the version update. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-8400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was conducted using the simplera app version 1.5.2 (us and ous builds) on an iphone 15 running ios 18.5 paired with an apple watch. The issue was consistently reproduced during testing. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, the team found that the simplera v1.5.2 (prod ous/us) app crashes immediately upon launch when opened on an apple watch paired with an ios device. The root cause of the issue was traced to an incorrect configuration of the app group ids for the watch app in the ios production provisioning profile. This profile, managed by the it and devops teams, did not include the necessary app group ids required for communication between the watch app and the ios app. As a result, the watch app fails to initialize properly and crashes on startup. This issue is confirmed the esf number that corresponds to the reported issue is: 5533715. Recommendation steps: we request the customer to update the simplera app to version 1.5.3, as the issue has been fixed in this version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.